Event description:
The customer complained that the head section was drifting.

Manufacturer narrative:
The tech repaired the pivot bracket, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.